Event description:
Customer reported when the alarm sounds a garbled noise is heard. The reported issue was discovered during set up, but the date of the event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The factory voice message plays properly, but the tone plays with a garbled noise when weight is removed from the sensor pad. Further invasive tests found that the unit powers off after a few seconds. The unit voice function does not work properly; a clicking noise is heard instead. (B)(4).